Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device exhibited red screen error codes 46440, 5001,1469,0 and 2 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem is not related to any previous repair. Visual inspection found the device with tamper seals broken. There was no evidence of the reported error in the event history log. The customer reported problem was duplicated. The investigation found error code 46440 in the device, which usually occurs in devices with the older style down stream occlusion sensor (dso) bezel. This was believed to be the cause of the reported issue and the down stream occlusion sensor assembly was replaced as corrective action. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).